Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with missing battery door. Event history log review was performed and found no evidence of reported problem. Visual inspection and power up process were performed. The customer's reported "lec 1310" problem was verified. According to the investigation, lec 1310 is a day change not near zero error and this occurs when batteries are left in the pump until they become depleted while it is in storage. The investigation reported that the lec 1310 error code will be cleared to correct the reported problem. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "lec 1310". It was reported that there was no patient involvement.